Manufacturer narrative:
No button error alarms noted. The pump had intermittent button response due to a corroded keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Numbers did not ramp up on their own, and the scroll bar did not moved with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she was entering the carbohydrates into the insulin pump when the numbers started spinning and scrolling really fast. The insulin pump alarmed button error. Customer's blood glucose level was 187 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.